Event description:
Reportedly, the displayed residual longevity did not reflect the real longevity of the subject pacemaker near the end of life. The pacemaker was replaced on (B)(6) 2018 and discarded.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the displayed residual longevity did not reflect the real longevity of the subject pacemaker near the end of life. The pacemaker was replaced on (B)(6) 2018 and discarded.